Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: external controller malfunction; device malfunction.

Event description:
Major pump unit(s) involved: blood pump.additional text: internal perc lead 1 disruption.specific component(s) involved: external controller malfunction; driveline malfunction.additional text: perc lead disruption-thoratec eval; change out controller with no change.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of external controller; other interventions, specify.other intervention : thoratec eval.implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump.additional text: internal perc lead 1 disruption.specific component(s) involved: external controller malfunction; driveline malfunction.additional text: perc lead disruption-thoratec eval; change out controller with no change.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of external controller; other interventions, specify.other intervention : thoratec eval.implant device type: lvad.